Manufacturer narrative:
The manufacturer previously received information from a customer that a trilogy ev300 device failed a 3-way solenoid testing step during calibration. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer. During the investigation, the engineer replaced the device¿s 3-way solenoid valve to correct the issue. Following the repair, the ventilator successfully passed all final functional and performance testing and was confirmed to be operating within specifications. The manufacturer has updated section h in this report.

Event description:
The manufacturer received information from a customer that a trilogy ev300 device failed a 3-way solenoid testing step during calibration. There was no serious patient harm or injury that occurred or was reported. The device has not yet been repaired by the manufacturer. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.